Event description:
It was reported that the iab was inserted in the pt's right femoral artery prior to CABG. The following day, the pump gave high pressure alarms, and blood was noted in the helium tubing. The iab was removed and a replacement was not indicated. There were no pt complications.